Event description:
Reporter indicated that the programming wand was not functioning properly and that communication could not be established when using the wand. Product has been received back by the MFR, and there were no observed anomalies and the wand performed according to specs in the pa lab.